Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery power loss anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. Customer stated that insulin pump turn off and will not be come back until we replace battery multiple times. Customer stated that last night insulin pump had no delivery alarm and battery out limit. No harm requiring medical intervention was reported. The device will not be returned for analysis.